Event description:
It was reported that the patient the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing and loss of capture. Programming changes were made. Patient had no consequences.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited high capture thresholds, high pacing impedance, and loss of capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.